Event description:
It was reported that the atrial lead had been "pulled tight for an unknown period of time", and that there was no capture and undersensing. It was also reported that repositioning of the lead was unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; proximal segment was returned for analysis. The proximal conductor was distorted and stretched, and had blood/body fluid on it.